Manufacturer narrative:
(B)(6). The actual device was returned to the manufacturing facility for evaluation. Visual inspection revealed that the tip of the inner needle was not fully shielded by the safety cover. Microscopic inspection revealed no defects. Testing included assembling the safety cover of the returned actual sample to a catheter retention sample and repeatedly removing the inner needle 10 times. Five retention samples were put through the same test only removing the needle one time. This confirmed that the safety cover activated and the inner needle was shielded normally and the retention samples revealed no malfunction in its safety protection feature. A review of the manufacturing records for the past five years was conducted with no relevant findings. A review of the complaint files for the past five years was conducted with no relevant findings. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026. All available information has been placed on file in quality assurance for tracking, trending, and follow up.

Event description:
The user facility reported that a doctor incurred a needle stick injury. Follow up communication with the user facility reported: (a doctor at anesthesiology used and treated the concerned product on a patient; it was reported that after withdrawing the needle from the patient, the doctor intentionally had rotated the used needle so that the needle tip pointed towards their wrist, and then attempted to simultaneously take the gloves off, still holding the used needle; it was at this time when the doctor incurred the needle stick injury; it was reported that after the needle stick occurred the injured doctor visually confirmed that the safety cover did not fully shield the needle; and it was reported that the current condition of the doctor that incurred the needle stick is being checked, as the patient that was being treated was infected with (B)(6).

Manufacturer narrative:
Initially this was reported as an adverse event and product problem. This should have been reported as a product problem only. Serious injury was selected, but should have been malfunction. Both sections have been updated to reflect this change.